Event description:
The customer reported that an error message was displayed and the table would not move. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table sensor board was identified as faulty. The system was to be repaired with a third party part. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.